Event description:
A us distributor contacted zoll to report that a patient¿s pacemaker incision was irritated under the lifevest equipment. Patient described the area as leaking fluid and blood. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised removing device temporarily to allow area to heal. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.